Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) was dispatched to evaluate verified that the front end board connecter was damaged. To resolve the issue, the fse replaced the front end board and then performed all calibration, functional and safety tests which passed per factory specifications. The iabp was returned to the customer and cleared for clinical service. Full name of event site: (B)(6).

Event description:
It was reported that prior to use on a patient, it was discovered that the front end board connector of the cardiosave intra-aortic balloon pump (iabp) was damaged. There was no harm or injury to patient and no adverse event reported.